Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient¿s implantable neurostimulator (ins) was flipping at some point. A revision was done and the ins was placed in a dacron mesh.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 748940, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) flipped due to the pocket being to large after the ins was replaced. The patient was not able to charge the ins and it was extremely uncomfortable when the ins flipped. A revision was done in (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported that the patient¿s implantable neurostimulator (ins) flipped. A revision was done and the ins was placed in a dacron mesh.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.